Event description:
It was reported that a pt's pump had flipped; this was confirmed. The pump also had a volume discrepancy problem. The actual residual volume (arv) was greater than the expected residual volume (erv); arv: 12.5 ml, erv: 3.5 ml. The medication administered via the pump was hydromorphone 400 mcg/ml concentration.

Manufacturer narrative:
(B)(4).